Event description:
Received incident report from (B)(6) stating the unit would spontaneously stop operating within 20 seconds of operation on battery power. They saw an o2 sensor failure message intermittently prior to the unit turning off. They stated it did work properly on ac wall power, but it would turn off with no alarms or messages within 20 seconds of operation on battery power.